Event description:
Reporter stated that a patient sample (type not provided) was tested, using the suspect device, with a result of "hi" (> 600 mg/dl). Reporter indicated that the same patient sample, when tested by a reference lab, measured 180 mg/dl. Reporter noted that patient's hematocrit was "very low;" however, she did not provide an exact value (hematocrit range for test strips: 20 - 60% for values below 200 mg/dl). Additionally, reporter noted that patient was in the process of receiving a blood transfusion. Reporter did not indicate if patient was treated based on results obtained on the suspect device. Technical support contacted the facility's laboratory, and learned that correlation studies had been performed on the suspect device, with "good" results. Although technical support requested the return of the suspect device, reporter indicated that she has no concern with the device, and decline to receive a replacement.